Event description:
A (B)(4) was received stating that: during pt care, the fio2 was increased on the ventilator from 23% to 28%. It was noticed that the patient's ventilator flow waveforms were altered (multiple sharp peaks right next to each other). The pt circuit was assessed and troubleshooted. When the inspiratory side of the circuit (the part between the vent and the heater) was held, a strong vibration was felt. When the fio2 was decreased back down to 23%, the vibration stopped and the waveforms went back to baseline. The pt remained calm during this with stable vital signs. Attempted to increase and decrease the fio2 multiple times. Each time, when the fio2 went above 28%, the waveforms were distorted and the vibrating started. It seemed like something was rattling at the oxygen sensor. While troubleshooting, the vent was slid out (to access the expiratory cassette). (B)(4).

Manufacturer narrative:
According to received info from the hosp, there was no harm to the pt. Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.